Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a history anomaly and failed battery test from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she is having many issues with her pump. The customer stated that she will put in a new battery in the pump and it will give her a failed battery test. The customer stated that she will go through about 4 different batteries before it works. The customer stated that it wipes everything out and she has to reprogram her basals. The customer stated that her doctor checked her bolus history and it is not showing all of the boluses she is doing. The customer also mentioned damage where the battery screws into the pump. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.